Event description:
It was reported that during an open low anterior resection, there was neither breaking noise nor resistance when the washer would be cut and then, the device could not be removed from the patient after firing on the rectum. After the event, a stapler was used on the oral side and the distance between the anvil and the housing was fully opened and the device could be removed somehow by moving the parts widely. The analis side was recut with a stapler and anastomosed again with a new cdh29a. There were no adverse consequences to the patient. After the operation, the washer of the 1st device was found in the dust bin near the mayo table. It was unknown when the washer came off the device. A donut of the analis side was created, but it seemed to have been cut somehow under much pressure. The cut line of the oral side specimens was not rounded though the deployed staples were formed. The washer was placed into the anvil by a doctor or nurse and the washer was cracked before sending the device.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the cdh29a device arrived in good visual condition void of staples and with the breakaway washer uncut, indicating that the device had not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range or the anvil was not reattached correctly. It should be noted that before firing, ensure that the orange indicator is fully within the green range of the gap setting scale and the anvil is reattached correctly. To reattach the detachable head or anvil do not clamp across or grip on the locking springs as it might not click into place. Not reattaching the anvil correctly or the orange indicator not being set on the green range will result in a bigger gap between the anvil and the guide face, therefore the staples will not hit the anvil to make b- formed staples. In addition if the firing sequence is not complete, staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device; open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what confirmation was received that the device was fully fired? --- there was no confirmation that the device was fully fired. Just for clarification, did the device cut? --- yes. If the device cut was the cut line fully circumferential around the target tissue? --- yes. What was the appearance of the washer that was found in the dust bin (intact or cut)? --- intact. What was the appearance of the donut from the analysis side (complete full thickness or incomplete)? --- complete. Were there any staples missing from the staple line? --- no information. The following information was requested, but unavailable: is there any inspection at the manufacturing process to confirm that the washer don¿t fall out of the anvil ?